Manufacturer narrative:
This report is being filed as review of this record has identified this record to be a duplicate report. The previously reported information is considered duplicate information reported in (B)(4). This record is considered not reportable as all previous, current, and future information pertaining to the device and complaint referenced in this report will be filed in (B)(4).

Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of error code present. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. Visible foam degradation was found in the device assembly. Error code 101 (indicating an issue with the heater plate) was found in the device log history. The device was scheduled to be scrapped.